Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive during priming. Caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.